Manufacturer narrative:
The pump was received with missing retainer, missing reservoir tube o-ring, scratched case, missing end cap address label, scratched keypad overlay, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Event description:
The product return for unknown reason. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.